Manufacturer narrative:
Ni

Event description:
A customer reported a health care worker was diagnosed with a cardiac arrhythmia, and it is unknown whether or not this is due to working with cidex plus 28 day solution. The health care worker has been working with the product since (B)(6) 2015, and stated she may have had the arrhythmia prior to exposure to the product. Medical treatment, if any, is unknown at this time. Proper and adequate ventilation in the room was reported and personal protective equipment [ppe] was worn by the health care worker that included a gown and mask. In the absence of a clear medical and cardiac history, advanced sterilization products has decided to report this event out of an abundance of caution while continuing to obtain more information.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, trending of the product malfunction code, retains testing, and system risk analysis. The batch record was not reviewed as the lot number was not available. Supplier evaluation was not required as the issue was not identified to be a functional or manufacturing issue. The trend for the product malfunction code of human reaction was assessed from (B)(6) 2014 through (B)(6) 2015 and did not reveal a significant trend. Retain testing was not performed as it was not identified to be a functional or manufacturing problem. The system risk analysis (sra) was reviewed for the issue of human reaction and the risk was determined to be "low risk." The assignable cause is not known as there was insufficient information to determine a cause. Should additional information become available, advanced sterilization products will reopen the complaint for investigation. No further investigation is required at this time.